Event description:
The customer complained of discrepant inr results for 1 patient tested on coaguchek xs meter with serial number (B)(4) and coaguchek xs meter with serial number up (B)(4)compared to an unspecified laboratory method. At approximately 4:30 p.m. The patient was tested on meter serial number (B)(4) with a result of greater than 8.0 inr. The patient was re-tested right away using a different finger on meter with serial number (B)(4) with a result of greater than 8.0 inr. The patient was sent to the ER where the result from the laboratory was 3.9 inr sometime before 8:30 p.m. The results from the meter were provided to the doctor who considered them to be correct. The patient was advised to hold their warfarin dose for one night. On (B)(6) 2018 the patient was tested on meter serial number (B)(4) at 10:15 a.m. With a result of 7.0 inr. The patient held their warfarin dose for 2 days and ate spinach. No adverse event occurred due to these adjustments. No medical treatment was necessary. The patient feels fine. The patient's therapeutic range is 2.0 - 3.0 inr. The patient has no hct issues and does not have antiphospholipid antibodies. The patient's warfarin dose was decreased. The patient was on levaquin for 10 days starting on (B)(6) 2018. The patient has not had any diet changes and is not experiencing any bleeding or bruising. The patient had pneumonia. Extensive measurements have shown higher deviations for coaguchek values greater than 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values greater than 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements greater than 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Retention test strips (B)(6) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from (B)(6) donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field correction/removal report no.